Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing a regular meal and consuming additional carbohydrates while using the ilet system; the highest glucose noted was 252 mg/dl for about 90 minutes, and the user was advised to allow the correction algorithm more time, with supplies and fill tubing confirmed and no device alerts reported. The user also reported a prior low of 64 mg/dl that rapidly rose to 120 mg/dl, which was assessed as a likely compression-related sensor artifact; education was provided on compression lows and the need for confirmatory fingersticks. Symptoms included weakness during the low. Outcomes included self-management without outside assistance or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction, and the hyperglycemia was attributed to unannounced additional carbohydrate intake with appropriate algorithmic correction pending, while the low was consistent with a compression-induced sensor reading. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia event and non-device related for the compression low.